Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the reported event occurred due the settings were changed before use. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h11 (investigation results) from the previous submission. Based on the results of the investigation, the reported event likely occurred because the device settings required a change before use; however, the settings were not changed which resulted in an inverted image and output.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number 2429304-2023-00414.

Event description:
A user facility reported a patient had a perforation after a colonoscopy while using a loaner of evis exera iii video system center. The nurse received the loaner and set it up on (B)(6) 2023. The patient had a colonoscopy (B)(6) 2023. Upon starting the procedure the surgeon noted several diverticula in the patients colon, noting she had diverticulosis and aborted the procedure. The nurse that initially set up the video system center said the doctor said something did not look right and the controls were opposite. The nurse reported calling olympus technical assistance center the same day regarding the images not transferring and the inversion setting. On (B)(6) 2023 the patient called the doctor to report discomfort. On (B)(6) 2023 the doctor was notified that the patient was in the emergency room for a perforated colon. The customer later confirmed the 75 year-old female patient had a medical history of diverticulosis. After the initial procedure the patient was discharged and returned to the emergency room two days after. There was no error messages observed due to the failure and the procedure was aborted. The patient was admitted for surgery to repair the perforation, temporary colostomy and antibiotic therapy.